Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated power on self-test (post) and loss breath delivery (bd) communication error codes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had faulty breath delivery (bd) printed circuit board (pcb). The ventilator was not in use on a patient at the time of the reported event. To address the issue, the hospital biomedical engineer replaced the bd pcb. A service engineer (se) updated the software on the replaced bd pcb. The unit passed all testing and operates within the manufacturing specifications.